Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/16/2019. The service engineer (se) inspected the device. The se replaced the touchscreen to address the reported issue and the unit passed all testing.

Event description:
The customer reported the touch screen calibration failed. There was no patient involvement.